Event description:
On (B)(6) 2012 - (2) 5mmx38mm advanta v12 covered stents were implanted utilizing a kissing stent technique. During deployment, the stents were post-dilated to 6mm. During the same procedure, self-expanding stents (cook zilver) were deployed distal to the kissing stents. On (B)(6) 2012 - a duplex ultrasound was performed with flow velocities of 300 and 444 within the common iliac artery flow velocity, suggesting a 50-75 stenosis. On (B)(6) 2012 -CT angiogram was performed confirming stenosis at proximal end of stents. On (B)(6) 2013 -a duplex ultrasound was performed showing elevated flow velocities of 683 and 599, suggesting a >75% stenosis. On (B)(6) 2013 - revision of kissing stent procedure, pta and subsequent placement of (2) 6x22mm stents. On (B)(6) 2013 - ultrasound demonstrated flow velocities of 276 and 340 in the cia.

Manufacturer narrative:
Currently in the process of evaluation. A (2) devices were used in this procedure: reference MDR #: 1219977-2013-00043 for second device.